Manufacturer narrative:
On 9/25/2019, mentor received additional information providing the lot and serial numbers for both devices. Right: lot# 5766238, serial# (B)(4). Left: lot# 6428730, serial# (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture, baker grade 4. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 225cc and experienced bilateral capsular contracture, baker grade 4 post-operatively, which was confirmed by a physician. As a result, the patient would undergo explantation on (B)(6) 2019. This report is for the left side implant.